Manufacturer narrative:
Additional information: section h imdrf annex codes and manufacturer narrative upon investigation of the actual device used in this incident, it was determined that the wrong medication identifier was recorded as removed and correct medication was removed. A technical support specialist (tss) confirmed that the med application had malfunctioned and recorded the wrong medication for removal, but the cause could not be determined. The issue could not be reproduced in a virtual station. The case was escalated to the development team, and a knowledge article wrong medication ID recorded as removed correct medication removed was created to capture future cases. The issue did not reoccur, and the customer agreed to close the case. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had wrong medication ID recorded as removed even after correct medication removal. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. No findings available at the time this report was submitted; therefore, annex a code a27 was applied. A supplemental report shall be submitted if additional information becomes available reflecting the appropriate medical device problem annex a code.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had wrong medication ID recorded as removed even after correct medication removal. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had wrong medication ID recorded as removed even after correct medication removal. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.